Manufacturer narrative:
The reported events were noise, insulation damage and muscle stimulation. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported events of noise and insulation damage were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During a device exchange, noise resulting in over-sensing and muscle stimulation were observed on the right ventricle (rv) lead. Insulation damage is suspected on the lead. The rv lead was explanted during the device exchange procedure to a leadless pacing device. The patient was stable.